Event description:
It was reported that during procedure, foreign material was observed on the device's tip. The procedure was completed using the original device. There were no patient complications.

Manufacturer narrative:
Upon receipt at our quality assurance laboratory, the device was thoroughly analyzed. No syringe was returned, and the device was returned without the needle and pin. A visual analysis was performed without the aid of a microscope, and no foreign material (fm) was identified. The internal components showed no abnormalities. The device could not be mechanically or functionally tested as it was returned disassembled. The device history record (DHR) review confirmed that the device met all manufacturing specifications; therefore, the failure was unlikely related to manufacturing. A review of the device instructions for use (IFU) was completed and did not reveal any evidence of device misuse, off label use, or failure to follow instructions. A review of rezum system hazard analysis was performed and confirmed that the event of foreign material present in device was defined in the product risk documentation. This event type has been accounted for during analysis to support acceptable risk benefit for the product. Based on the information available, clear probable cause for the event cannot be established; therefore, a conclusion code of unable to exclude device problem was assigned to this investigation.

Event description:
It was reported that during procedure, foreign material was observed on the device's tip. The procedure was completed using the original device. There were no patient complications.